Event description:
The customer reported via phone call that the keypad sticker on the insulin pump has been peeling off for about a month. Customer stated that the she wears the insulin pump near her skin. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. Device received with peeling keypad overlay, cracked case at display window corner, broken battery tube threads and cracked reservoir tube lip.